Event description:
It was reported, approximately 6-8 weeks post op. It was discovered on x-ray that the inserter prongs remained with the implant. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.